Manufacturer narrative:
The device history record has been reviewed and no nonconformities or anomalies related to this event were identified. Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the iol developed tilt(z-syndrome) in both eyes, 6-8 weeks post op, with vision change. The orientation of the lens changed. The inferior optic edge with anterior tilt was noticed approximately 8 weeks after implantation and the vision was gradually progressive changing over a few days. The original procedure was not complicated in any way. The original incision size was 3.0 with no incision enlargement. Both lenses were removed and replaced. For the left eye, the lens was replaced with a different model and same diopter lens, approximately three months after implantation. The first iol was cut on removal. In the surgeon¿s opinion the cause of the event is capsule contraction post-operative, resulting in iol tilting and refractive myopia with astigmatism. The patient outcome is good. Left eye requires yag in 2 months. This investigation is for the patient¿s left eye.

Manufacturer narrative:
Additional info: g4, g7, h2, h6, h10, h11: this report encompasses the investigation for the patient's left eye. The lens was not returned for evaluation. Therefore a product evaluation could not be conducted. The lot history, trend analysis, risk analysis and directions for use review are considered acceptable, with the product performing within anticipated rates. No corrective action is necessary at this time. Based on the available information a root cause for this report event could not be determined.